Manufacturer narrative:
This reportable event was identified during a review of complaint files associated wtih the time period between (B)(6) 2017 through (B)(6) 2019.

Event description:
Bag was utilized by general surgeon during a laparoscopic cholecystectomy. The specimen was removed from the patient without incident. However, as the bag/specimen was being handed over to the nurse, it fell out of the bag through a hole in the bottom and onto the operating room floor. The surgeon has expressed interest in learning how this happened, if the seal is not strong enough. It was reported that the bag broke at bottom along seam.